Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise resulting in a high number of atrial high rate stored electrograms (egm). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.